Manufacturer narrative:
No conclusion can be drawn. Evaluation was not performed because the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. (B)(4).

Event description:
It was reported that during a spinal laminectomy, the doctor felt as if something was wrong with the tool while in use. The doctor checked the tool and found that the bur tip had broken and shed debris inside the patient. The debris was cleaned out, however, some debris remained in the patient's body. The procedure was finished using another tool, and was completed without further delay. Additional requests identified the patient had no problems and did not require further follow up.

Manufacturer narrative:
Report confirmed. Evaluation determined that the diamond coating had detached from the tool. Three portions of the diamond coating were returned, along with the intact tool stem. The diamonds on the returned portions show signs of heavy use. Some of the diamonds were broken off, and others were missing. It is suspected that after extensive use, several diamonds had broken off the tool surface. This created a weak point in the coating. Once the coating fractured through the head/coating interface, the coating fragmented and came off the tool head. It was noted that more than 6,500 units of this tool have been shipped over the last three years and this is the only failure of this nature seen during that time. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.